Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) and requested review and evaluation of this pacemaker presenting electrogram (egm) to confirm device operation. Upon review, ts observed far field r-wave oversensing on the egm. The device appeared to be functioning as programmed. Ts discussed review with the hcp. No adverse patient effects were reported. The pacemaker remains in service.